Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for investigation and the event report was captured in a video provided by the customer. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, internal inspection, and environmental chamber testing using test auxiliary power supply and test batteries without duplicating the customer report. The coin battery and ac charger were replaced as a pre-caution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.